Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was used fired across the vessel. On the first and second firing, it went fine. On the third reload; the surgeon squeezed the trigger twice and on the third squeeze, noticed that it was difficult to fire (but still managed to fire it). On fourth reload, after two squeezing of the trigger, the gun jammed. When the device was fired again, the knife blade cut but staples were not deployed. Removed the gun and controlled the bleeding with a hemolock clip. Procedure was completed with thirty minute delay. Patient is fine after that. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.